Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log confirmed that the device failed self-test in non-rescue mode. Review of the device history log did not find any evidence of the device failing self-test in rescue mode. The device history log shows that the device failed self-test in non-rescue mode due to low batteries. The device warned the end user of a low battery condition prior to the event. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. The device was recertified and returned to the customer. No trend is associated with reports of this type.